Event description:
Caller states the patient tested 110 mg/dl on the inform system and a lab drawn within 10 minutes returned as 9 mg/dl and 10 mg/dl. Customer was treated with unknown methods based on lab results. Requested return of suspect system and replacement was sent.